Event description:
Two breast procedure packs opened - one contained a hair and one contained an unknown object. All supplies wasted and sterile field set-up both times (x2) due to questionable sterility of pack. Procedure delayed. No adverse outcome to patient. The hair was discovered under the foam tray within the pack. Regarding the unknown object, supply items were moved around during unpacking and reporter doesn't recall where the object originated.